Event description:
It was reported that during use on a patient the display on the cardiosave intra-aortic balloon pump (iabp) was constantly freezing. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and found the touchscreen intermittent responding while in operating mode, the fse unsuccessfully attempted several times to calibrate the touch screen in the service mode. This in turn generated a "power up fault code # 6- unable to configure touch screen controller device electrical test failure". To fix the issue the fse installed a new touch screen, and the logs revealed multiple critical "fault code # 63 which is a fault detected by the display head processor." This required the retrofitting of a video generator board replacement kit which included a video generator pcb, upper display monitor pcb, video generator display cable, screw kits & display labels. The fse then performed a touch screen calibration which was successful, along with an all display and touch screen test which passed in the service mode. The fse also performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.